Manufacturer narrative:
No damage found to unit, unit had very low flowrate upon start up. Also did not exceed the max 80+ cm/h2o, and expiratory time was out of calibration. Unit functioned, found no noticable leaks within the unit. Found no loose fittings, no pinched o-rings, no broken fittings or check valves. Found the multi meter to be functioning upon unit start up and all through testing. Distributor stated that the transport of the very sick patient on ECMO was a success even with the amount of gas the device used.

Event description:
Possible leak in device. Device used a full m tank in 2 and a half hours. Biomed personnel did a check with a fluke device and saw some leakage while they were running the machine. Shortly after this, the machine wasn't functioning correctly.